Event description:
Medtronic heart positioner caused ventricular rupture because of severe friability of ventricular tissues. The pt experienced a disruption of the left and right ventricles at the site of the suction apparatus on the apex of the heart. (Device was not deemed defective).